Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1081069. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the customer reported that the shield was damaged or crushed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter: the customer reported that the shield was damaged or crushed.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.